Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during strabismus (eye) procedure, when the suture came out from the package and by the first attract, the thread of the device broke. Surgeon used another device from different lot number to resolve the issue in order to complete the case. No patient injury.